Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as having occurred approximately 2 weeks ago). Based on the information received and without the product to examine, a definitive cause for the reported experience could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, while inserting the starclose se exchange guide wire, a dissection occurred. An unspecified stent was implanted at the dissection. There was no adverse patient sequela. No additional information was provided.